Event description:
On 2/23/2007, hitachi received an inquiry regarding the acoustic noise specifications for the altaire MRI system. When we responded, we learned that the request was related to a pt complaint the customer had received on 5/24/06. The complaint came from a pt who had an MRI (hitachi 0.7 tesla altaire) in 2006. Hitachi checked our service and applications helpline records and confirmed that we were not informed of the event at the time. The site in question would not allow a formal investigation, nor provide personal health details for the pt in question. They did provide the following info: "the allegation is that the pt sustained permanent hearing loss on april day of the event, during the course of an MRI of the internal auditory canals at imaging. The study was done to rule out acoustic neuroma. An audiogram one day prior to the MRI study was reported as showing mid high frequency sensorineural hearing loss."